Manufacturer narrative:
The evaluation of the returned pump confirmed percutaneous lead wire damage that would have contributed to the reported pump stoppages. The pump was returned assembled with the percutaneous lead severed approximately 1.5 inches from the pump housing and the remainder of the lead was returned in two segments measuring approximately 7 and 28 inches in length. Examination of the pump's blood-contacting surfaces upon disassembly of the pump revealed no evidence of any adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Visual examination of the internal portion of the percutaneous lead revealed a suture going through the dacron velour/outer silicone sleeve at approximately 8 inches from the pump housing. Upon removal of the outer silicone sleeve, major breakdown of the metal braided shield was observed at approximately 7.5-9.5 inches from the pump housing in the location where the percutaneous lead was severed. Further examination in this location revealed that the clear bionate showed evidence of damage and distortion consistent with melting, suggestive of an electrical short. Visual inspection of the underlying wires in this area revealed severe damage to all six wires. Large breaches in the wire insulation were noted while the orange and yellow wires completely fractured upon manipulation. The exposed inner metal conductors showed evidence of corrosion consistent with an electrical short. The observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. The reported pump stoppages could have been caused by a phase-to-phase short, which would occur if the exposed conductors of any two wires from different phases made direct contact with each other or simultaneous contact with the braided shield while operating on tethered power (such as the power module) or on battery power as recorded in the submitted system controller log file. The system also had the potential to short to ground, during which an interruption in pump function could result if the exposed conductors of any of the compromised wires contacted the braided shield while the patient was operating on a tethered power source. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient¿s sex was not provided. The report of the external percutaneous lead (driveline) replacement is referenced under MFR report # 2916596-2016-01050. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years the explanted device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that on (B)(6) 2016 pump stoppage events occurred while the lvad system was connected to an unground power module patient cable. Approximately 6 months prior, a distal end percutaneous lead (driveline) replacement was performed; however, the alarms returned. It was reported that the patient was symptomatic during the events. The patient was admitted for an urgent pump exchange. While the patient was admitted in the emergency department, it was reported that the pump had been off for approximately 20 minutes. The percutaneous lead (driveline) was disconnected to prevent the pump from restarting, and the patient was taken to the intensive care unit (ICU). An intra-aortic balloon pump (iabp) was placed, and inotropic support was initiated. A heparin drip was initiated. Log file analysis performed by a representative of the manufacturer¿s technical services team confirmed the pump stoppage events, as well as parameter trajectories that may be consistent with device thrombus. It was reported that on (B)(6) 2016 the pump was explanted.